Event description:
It was reported that the atrial lead exhibited noise reversion, which caused auto mode switch episodes. Increased capture thresholds were also noted. A chest x-ray was recommended. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.